Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead, implanted: (B)(6) 2013. (B)(4).

Event description:
The patient reported that they felt shocks from their pacemaker, and that they were admitted to the hospital for chest pain and fatigue. It was further reported by the patient that an echocardiogram was done which found a perforation from the ventricle lead. According to the patient, the ventricle lead was repositioned, but they continue to feel shocks from the device. The pacemaker has been checked by a doctor and determined to be functioning normally. No follow-up information could be obtained from the clinic. The device remains in use. No further patient complications have been reported as a result of this event.